Event description:
It was reported that during priming with a u9000 ultrafilter, a leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was evaluated on site by a qualified technician. The reported condition was verified. The leak was due to a broken u9000 filter. Based on past investigations, the most likely failure is a crack in the housing near the welding zone. This is a design related issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.